Manufacturer narrative:
(B)(4). Results: a review of the manufacturing records for the devices verified the lots met all pre-release specifications. Conclusion: according to the gore excluder aaa endoprosthesis instructions for use, adverse events that may occur and /or require intervention include but are not limited to endoleaks.

Event description:
On (B)(6) 2011, a patient underwent treatment of an abdominal aortic aneurysm with gore excluder aa endoprostheses. The trunk-ipsilateral leg component was positioned with the ipsilateral leg on the right side. Contralateral leg components were utilized on each side (pxc201400 lot# 9290234 and pxc201200 lot# 9044314). It is not known which side each was placed. On (B)(6) 2015, a reintervention took place to treat a type ib endoleak seen in the distal to the right contralateral leg component placed as an extension to the ipsilateral leg. The component appeared to within the proximal aspect of the right common iliac artery. It is not known whether the endoleak was associated with aneurysm enlargement, however the patient presented with abdominal pain. A contralateral leg component (plc231400) was utilized to extend the right common iliac component. The endoleak resolved and the patient did well following the procedure.